Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the triggers and coupling levers were jammed when connected to the device. The assignable root cause was determined to be due wear on components over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment broke off when in use with the small battery drive device. According to the report, there was a piece of the attachment device stuck in the small battery drive device. There were no delays to the planned surgical procedure as spare identical devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.